Manufacturer narrative:
A thorough investigation performed by development engineering identified the reported issue as a software anomaly caused by a race condition in the capture code between thumbnail and still frame capture operations. A solution for this issue has been included in an upcoming software release. Once available, the site¿s local philips service team will be notified through normal service channels. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Data provided by the customer has been analyzed.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. Data provided by the customer is being analyzed.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the feedback details, an image from a previous study appeared in the next patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.